Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device passed bench handling and synchronized cardioversion stress testing using the returned mfc and CPR adapter without duplicating the report. Review of the device log shows evidence that the device never detected a valid patient impedance through the pads or mfc. The device was recertified and returned to the customer. There are several factors that exist outside of a device malfunction that can cause no ECG signal via pads that include, but are not limited to: poor coupling of the pads to the patient, poor coupling of the pads/adaptor/mfc/device, or an issue with the mfc/adaptor/pads themselves. The pads used during the time of the event were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.